Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 7-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Also, in order to prevent clogging of the nozzle, use of the air/water nozzle cleaning adapter is described as follows. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. In reprocessing manual, the following descriptions about cloths used for reprocessing are included. All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: scratches on plastic distal end cover, bending section cover or distal sheath (black covering of the bending section) glue on distal end cover side cracked, one light was out due to light guide breakage, no image unrestorable, scratches buckle at insertion tube boot, bending manipulation and insertion tube defects, water invasion in the device and problems related to reprocessing. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope exhibited no image. The event occurred during preparation for use, prior to a colonoscopy procedure. It was reported that the procedure was successfully completed using similar device. Upon inspection and testing of the customer returned device, clogged nozzle with foreign substance due to insufficient or incorrect reprocessing of scope was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.